Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device location of device, malposition of essure device location of device: muscle of uterus"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 48-year-old female patient who had essure (batch no. A45115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (18jul1992 and 19jun1996). Previously administered products included for sleep problems: benadryl; for an unreported indication: norco and celexa. Concurrent conditions included body mass index normal, endometrial polyp and pelvic adhesions. Concomitant products included citalopram hydrobromide (celexa) from 2013 to 2018, diphenhydramine hydrochloride (benadryl) from 2015 to 2018 and vicodin (norco) from 2013 to 2018. On (B)(6) 2013, the patient had essure inserted. In april 2013, 4 years 3 months after insertion and 1 day after removal of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In april 2013, the patient experienced depression ("depressed / depression"), anxiety ("anxiety"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). From april 2014 until june 2017, the patient received ibuprofen at an unspecified dose and frequency. On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), mood altered ("moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), back pain ("back pain (constant)"), abdominal pain upper ("stomach pain (constant)"), musculoskeletal chest pain ("rib pain (constant)"), pain in extremity ("leg pain"), allergy to metals ("nickel allergy") with dermatitis allergic and rash, fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain/loss (specify which one ):weight gain"), eye disorder ("eye problems"), visual impairment ("vision problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes), surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes), surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes), surgery (novasure endometrial ablation), surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, device expulsion, menstrual disorder, bladder disorder, urinary tract disorder, depression, mood altered, anxiety, urinary tract infection, migraine, headache, nausea, back pain, musculoskeletal chest pain, pain in extremity, allergy to metals, fatigue, dyspareunia, dysmenorrhoea, alopecia, weight increased, eye disorder and visual impairment outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, abdominal pain upper and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, musculoskeletal chest pain, nausea, pain in extremity, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in essure placement, the coils were visualized status post deployment. She had good hemostasis and tolerated the procedure well. The essure removal took place with novasure endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on 18-apr-2013: total bilateral occlusion. 24may2017: physician performed an ultrasound. Concerning the injuries in the case, the following ones were described in patient's medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), back pain, pelvic pain, menorrhagia, malposition of essure. Most recent follow-up information incorporated above includes: on 17-aug-2018: pfs received. Concomitant medication added. Outcome of events pelvic pain, abdominal pain and abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia) and dysfunctional uterine bleeding were added. Event abdominal area pain was added incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device location of device, malposition of essure device location of device: muscle of uterus'), uterine perforation ('perforation (uterus)'), device expulsion ('migration of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 48-year-old female patient who had essure (batch no. A45115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 ((B)(6) 1992 and (B)(6) 1996). * (B)(6) 2017: physician performed an ultrasound. Previously administered products included for sleep problems: benadryl; for an unreported indication: norco and celexa. Concurrent conditions included body mass index normal, endometrial polyp, pelvic adhesions, depression and anxiety. Concomitant products included from 2013 to 2018, diphenhydramine hydrochloride from 2015 to 2018, diphenhydramine hydrochloride;paracetamol;pseudoephedrine hydrochloride (benadryl total), hydrocodone bitartrate;paracetamol (norco) from 2013 to 2018 and ibuprofen from april 2014 to june 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. In april 2013, the patient experienced depression ("depressed / depression"), anxiety ("anxiety"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract"), back pain ("back pain (constant)/ lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), mood altered ("moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain upper ("stomach pain (constant)"), musculoskeletal chest pain ("rib pain (constant)"), pain in extremity ("leg pain"), allergy to metals ("nickel allergy") with dermatitis allergic and rash, fatigue ("fatigue"), alopecia ("hair loss"), eye disorder ("eye problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain/loss (specify which one ):weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes, hysterectomy and bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, device expulsion, menstrual disorder, depression, mood altered, anxiety, migraine, headache, nausea, back pain, musculoskeletal chest pain, pain in extremity, allergy to metals, fatigue, dyspareunia, dysmenorrhoea, alopecia, weight increased, eye disorder and visual impairment outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, bladder disorder, urinary tract disorder, urinary tract infection, abdominal pain upper and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, musculoskeletal chest pain, nausea, pain in extremity, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in essure placement, the coils were visualized status post deployment. She had good hemostasis and tolerated the procedure well. The essure removal took place with novasure endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on 18-apr-2013: results: total bilateral occlusion.. Concerning the injuries in the case, the following ones were described in patient's medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), back pain, pelvic pain, menorrhagia, malposition of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-aug-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device location of device, malposition of essure device location of device: muscle of uterus"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a 48-year-old female patient who had essure (batch no. A45115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 (B)(6) 1992 and (B)(6) 1996). Previously administered products included for sleep problems: benadryl; for an unreported indication: norco and celexa. Concurrent conditions included body mass index normal, endometrial polyp and pelvic adhesions. Concomitant products included citalopram hydrobromide (celexa) from 2013 to 2018, diphenhydramine hydrochloride (benadryl) from 2015 to 2018 and vicodin (norco) from 2013 to 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, 4 years 3 months after insertion and 1 day after removal of essure, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required). In (B)(6) 2013, the patient experienced depression ("depressed / depression"), anxiety ("anxiety"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). From (B)(6) 2014 until (B)(6) 2017, the patient received ibuprofen at an unspecified dose and frequency. On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), mood altered ("moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), back pain ("back pain (constant)"), abdominal pain upper ("stomach pain (constant)"), musculoskeletal chest pain ("rib pain (constant)"), pain in extremity ("leg pain"), allergy to metals ("nickel allergy") with dermatitis allergic and rash, fatigue ("fatigue"), alopecia ("hair loss"), weight increased ("weight gain/loss (specify which one ):weight gain"), eye disorder ("eye problems"), visual impairment ("vision problems") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes), surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes), surgery (novasure endometrial ablation). Essure was removed on 15-(B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, device expulsion, menstrual disorder, bladder disorder, urinary tract disorder, depression, mood altered, anxiety, urinary tract infection, migraine, headache, nausea, back pain, musculoskeletal chest pain, pain in extremity, allergy to metals, fatigue, dyspareunia, dysmenorrhoea, alopecia, weight increased, eye disorder and visual impairment outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, abdominal pain upper and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, musculoskeletal chest pain, nausea, pain in extremity, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in essure placement, the coils were visualized status post deployment. She had good hemostasis and tolerated the procedure well. The essure removal took place with novasure endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. (B)(6) 2017: physician performed an ultrasound. Concerning the injuries in the case, the following ones were described in patient's medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), back pain, pelvic pain, menorrhagia, malposition of essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('migration of the essure device location of device, malposition of essure device location of device: muscle of uterus/the left essure coil appears to be within the myometrium'), uterine perforation ('perforation (uterus)'), device expulsion ('migration of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 48-year-old female patient who had essure (batch no. A45115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 2 ((B)(6) 1992 and (B)(6) 1996) and dysfunctional uterine bleeding.(B)(6) 2017: physician performed an ultrasound. Previously administered products included for sleep problems: benadryl; for an unreported indication: norco and celexa. Concurrent conditions included body mass index normal, endometrial polyp, pelvic adhesions, depression and anxiety. Concomitant products included from 2013 to 2018, diphenhydramine hydrochloride from 2015 to 2018, diphenhydramine hydrochloride;paracetamol;pseudoephedrine hydrochloride (benadryl total), hydrocodone bitartrate;paracetamol (norco) from 2013 to 2018 and ibuprofen from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depressed / depression"), anxiety ("anxiety"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract"), back pain ("back pain (constant)/ lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced embedded device (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), mood altered ("moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain upper ("stomach pain (constant)"), musculoskeletal chest pain ("rib pain (constant)"), pain in extremity ("leg pain"), allergy to metals ("nickel allergy") with dermatitis allergic and rash, fatigue ("fatigue"), alopecia ("hair loss"), eye disorder ("eye problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain/loss (specify which one ):weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes, hysterectomy and bilateral salpingectomy and novasure endometrial ablation on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the embedded device, uterine perforation, device expulsion, menstrual disorder, depression, mood altered, anxiety, migraine, headache, nausea, back pain, musculoskeletal chest pain, pain in extremity, allergy to metals, fatigue, dyspareunia, dysmenorrhoea, alopecia, weight increased, eye disorder and visual impairment outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, bladder disorder, urinary tract disorder, urinary tract infection, abdominal pain upper and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, embedded device, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, musculoskeletal chest pain, nausea, pain in extremity, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in essure placement, the coils were visualized status post deployment. She had good hemostasis and tolerated the procedure well. The essure removal took place with novasure endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion.. Ultrasound scan - on an unknown date: right essure in correct location. The left essure coil appears to be within the myometrium. Concerning the injuries in the case, the following ones were described in patient's medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), back pain, pelvic pain, menorrhagia, embedded device quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-apr-2021: mr received. Reporter information updated. Event 'device dislocation' updated to event 'embedded device'. Date of removal updated. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device location of device, malposition of essure device location of device: muscle of uterus"), uterine perforation ("perforation (uterus)"), device expulsion ("migration of essure device location of device: uterus"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") in a (B)(6) year-old female patient who had essure (batch no. A45115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii and parity 2 ((B)(6) 1992 and (B)(6) 1996). Previously administered products included for sleep problems: benadryl; for an unreported indication: celexa and norco. Concurrent conditions included body mass index normal, endometrial polyp and pelvic adhesions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2013, 14 days after insertion of essure, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2017, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), depression ("depressed / depression"), mood altered ("moody"), anxiety ("anxiety "), urinary tract infection ("uti"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), back pain ("back pain (constant)"), abdominal pain upper ("stomach pain (constant)"), musculoskeletal chest pain ("rib pain (constant)"), pain in extremity ("leg pain"), allergy to metals ("nickel allergy") with dermatitis allergic and rash, fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss"), weight increased ("weight gain"), eye disorder ("eye problems") and visual impairment ("vision problems"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes), surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes), surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes), surgery (novasure endometrial ablation), surgery (hysterectomy and bilateral salpingectomy), surgery (hysterectomy and bilateral salpingectomy) and surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, device expulsion, menstrual disorder, bladder disorder, urinary tract disorder, depression, mood altered, anxiety, urinary tract infection, migraine, headache, nausea, back pain, musculoskeletal chest pain, pain in extremity, allergy to metals, fatigue, dyspareunia, dysmenorrhoea, alopecia, weight increased, eye disorder and visual impairment outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding and abdominal pain upper had resolved. The reporter considered abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, musculoskeletal chest pain, nausea, pain in extremity, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in essure placement, the coils were visualized status post deployment. She had good hemostasis and tolerated the procedure well. The essure removal took place with novasure endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. (B)(6) 2017: physician performed an ultrasound. Concerning the injuries in the case, the following ones were described in patient's medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), back pain, pelvic pain, menorrhagia, malposition of essure. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs and mr received: new reporters, patient demographic information, product indication, lot number, onset and removal dates updated, historical drug and conditions, concomitant drugs and conditions, treatment drug, lab data, new events genital haemorrhage, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, depression, mood altered, dermatitis allergic, urinary tract infection, anxiety, rash, migraine, headache, nausea, back pain, abdominal pain upper, musculoskeletal chest pain, pain in extremity, allergy to metals, fatigue, dyspareunia, dysmenorrhea, alopecia, uterine perforation, weight increased, eye disorder, visual impairment and dysfunctional uterine bleeding( from mr) added. Outcome for the events genital haemorrhage, vaginal haemorrhage, menorrhagia and abdominal pain upper added as recovered / resolved. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device location of device, malposition of essure device location of device: muscle of uterus'), uterine perforation ('perforation (uterus)'), device expulsion ('migration of essure device location of device: uterus'), genital haemorrhage ('abnormal bleeding (general)'), vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)'), menorrhagia ('abnormal bleeding (vaginal, menorrhagia)') and dysfunctional uterine bleeding ('dysfunctional uterine bleeding') in a 48-year-old female patient who had essure (batch no. A45115) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii and parity 2 ((B)(6) 1992 and (B)(6) 1996). * (B)(6) 2017: physician performed an ultrasound. Previously administered products included for sleep problems: benadryl; for an unreported indication: norco and celexa. Concurrent conditions included body mass index normal, endometrial polyp, pelvic adhesions, depression and anxiety. Concomitant products included from 2013 to 2018, diphenhydramine hydrochloride from 2015 to 2018, diphenhydramine hydrochloride;paracetamol;pseudoephedrine hydrochloride (benadryl total), hydrocodone bitartrate;paracetamol (norco) from 2013 to 2018 and ibuprofen from (B)(6) 2014 to (B)(6) 2017. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), 4 years 3 months after insertion of essure. In (B)(6) 2013, the patient experienced depression ("depressed / depression"), anxiety ("anxiety"), urinary tract infection ("uti/infection (bladder/ urinary tract/vaginal) type: urinary tract"), back pain ("back pain (constant)/ lower back pain"), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)") and abdominal pain ("abdominal pain"). On (B)(6) 2017, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required) and menorrhagia (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criteria medically significant and intervention required), menstrual disorder ("menstruation issues"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), mood altered ("moody"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), abdominal pain upper ("stomach pain (constant)"), musculoskeletal chest pain ("rib pain (constant)"), pain in extremity ("leg pain"), allergy to metals ("nickel allergy") with dermatitis allergic and rash, fatigue ("fatigue"), alopecia ("hair loss"), eye disorder ("eye problems") and visual impairment ("vision problems") and was found to have weight increased ("weight gain/loss (specify which one ):weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy, removal of fallopian tubes, hysterectomy and bilateral salpingectomy and novasure endometrial ablation). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, uterine perforation, device expulsion, menstrual disorder, depression, mood altered, anxiety, migraine, headache, nausea, back pain, musculoskeletal chest pain, pain in extremity, allergy to metals, fatigue, dyspareunia, dysmenorrhoea, alopecia, weight increased, eye disorder and visual impairment outcome was unknown and the genital haemorrhage, vaginal haemorrhage, menorrhagia, dysfunctional uterine bleeding, bladder disorder, urinary tract disorder, urinary tract infection, abdominal pain upper and abdominal pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, alopecia, anxiety, back pain, bladder disorder, depression, device dislocation, device expulsion, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, eye disorder, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood altered, musculoskeletal chest pain, nausea, pain in extremity, urinary tract disorder, urinary tract infection, uterine perforation, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: in essure placement, the coils were visualized status post deployment. She had good hemostasis and tolerated the procedure well. The essure removal took place with novasure endometrial ablation. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21.7 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: results: total bilateral occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: dysfunctional uterine bleeding (confirming genital haemorrhage), back pain, pelvic pain, menorrhagia, malposition of essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: new pfs received - outcome of events updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of the essure device") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain and menstrual disorder ("menstruation issues"). The patient was treated with surgery (removal of fallopian tubes). At the time of the report, the device dislocation and menstrual disorder outcome was unknown. The reporter considered device dislocation and menstrual disorder to be related to essure. Company causality comment incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.